Event description:
It was reported that in the recovery surveillance unit, a central venous catheter product was opened but the user noticed before insertion that the guide wire was kinked. As a result another central venous catheter was inserted. A delay in treatment and patient discomfort was reported. No additional complications or patient injuries were reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).